Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) went into backup mode. Loss of defibrillation therapy was also noted. No intervention was done. The patient status was unknown.

Manufacturer narrative:
Further information was requested but not received.